Event description:
It was reported that the physician expected higher longevity from the device. The device was explanted and replaced. It was also reported that the patient's left ventricular (lv) lead had high threshold that had increased over time. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d234trk implantable cardioverter defibrillator (ICD)  2011-(B)(6); 5076 implantable pacing lead 2011-(B)(6); 6947 implantable tachy lead 2011-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.